Event description:
It was reported that the patient received an inappropriate shock due to possible t-wave oversensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204drm, implantable cardioverter defibrillator, (B)(6) 2013. A 5076, implantable pacing lead, (B)(6) 2013. (B)(4).